Event description:
It was reported that shaft break ocurred. The chronic totally occluded target lesion was located in moderately calcified vessel. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, during the preparation, it was noted that the middle of the catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported.